Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: e1 - establishment name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material in auxiliary water channel occurred because the reprocessing could not be conducted properly due to leakage from scope cover packing and right/left angulation control knob. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found due to clogging of the jet tube in control unit, water could not be supplied. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish foreign material inside the jet tube. There were no reports of patient involvement.